Event description:
Pt was admitted on 9/30/98 with symptoms of severe congestive heart failure. Echo performed indicated clots "behind the valve" and one leaflet was completely immobile. The other leaflet had very restricted motion. Findings were the same at reoperation.